Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the implant procedure, the right atrial (ra) lead was placed, but the physician wanted to reposition the lead due to observed high threshold values. Upon repositioning, the helix could not be retracted and seemed to be stuck, and was unable to be moved despite numerous attempts to retract it. The lead was subsequently left in situ. No adverse effects to the patient were reported.